Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site. The patient was given antibiotics and noted that the patient got an allergic reaction from the antibiotics.